Manufacturer narrative:
On february 01, 2024, the mentor analysis lab received the suspect medical device for evaluation. On february 08, 2024, mentor completed an evaluation on the returned device. Mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned sample, determined that the breast implant was found to be deflated. Four (4) missing materials were found on both views measuring approximately between 1.4 cm x 1.0 cm and 0.2 cm x 0.2 cm. In addition, (2) two tears were found on the posterior view measuring approximately 1.4 cm for tear (a) and 0.3 cm for tear (b). Microscopic examination was performed on the edges of the tears and the missing materials, parallel striations were found in an area of all the missing materials and tears, measuring approximately less than 0.1 cm on each them. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of rupture in the remaining area of the tears and the missing materials could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 310cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during a physical exam with a medical professional. As a result, the patient underwent unilateral right-sided removal and replacement with a 310cc mentor smooth round high profile saline breast implant on (B)(6) 2024.